Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the infusor ruptured. During filling with a manual syringe, the infusor bladder burst. The device was filled to 90ml of an unspecified solution when the event occurred. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The initial MDR is being corrected to (B)(6) 2017. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The lot was manufactured august 4, 2016 ¿ august 8, 2016. The device was received for evaluation. Visual inspection identified a ruptured bladder. Microscopic examination of the external and internal surfaces of the bladder, rupture line, and stress member revealed no abnormalities. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.